Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a health care professional that during thyroidectomy the device had no stimulation. The procedure was completed with backup product(s) with 30 minutes delay. There was no patient impact.